Manufacturer narrative:
Concomitant medical products: product ID 37086, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured after implant. An impedance checked showed that impedances were high, greater than 20,000 ohms. The patient did not experience any symptoms. A revision was done and the extension was explanted and replaced. It was unknown how many electrodes had high impedances. The cause of the event was not known. Following the revision, the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient did not experience any falls or trauma after implant and no device issues with the extension were noted during the revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.